Event description:
It was reported that, ¿we were reducing a slip using xia 4.5 reduction screws and xia 4.5 polyaxial screws. The doctor torqued down the rod into the polyaxial screws. The doctor torqued down the rod into the polyaxial screw and noticed that it was not maintaining its angle at the tulip junction. This did not allow for the surgeon to reduce the slip, therefore abandoning the system. Screws used where not charged for and will be returned to corporate.¿

Manufacturer narrative:
Add¿l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.